Event description:
The customer reported via phone call that they had experienced low blood glucose level of 34 mg/dl. Customer treated the low blood glucose level and it went to 75 mg/dl. Customer stated they had issues with 3 sensors. Customer stated they received change sensor alert, calibration not accepted alert and sensor updating or sensor glucose value not available alert. Customer stated they got sensor versus blood glucose level reading. The customer¿s blood glucose level was 34 mg/dl and sensor glucose reading was 100 mg/dl at the time of the event. Insulin pump passed self test. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.